Manufacturer narrative:
The reported field event of loss of sensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was implanted and exhibited good sensing signal. After the device pocket was closed with dermabond, the device exhibited loss of sensing while it was still connected to a programmer via bluetooth. The programmer was restarted and reconnected but the device still exhibited no sensing. The device was then explanted and replaced. The patient was reported to be in stable condition post procedure.